Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt a ¿zapped" before when walking through (B)(6) or the (B)(6) gas station. No further information was provided regarding the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the zapping had been resolved. The patient stated that they try and stay away from the stores that have alarms. The patient noted that to resolve the zapping they put a hand over the area. The patient noted that they also used a coat or long shirt to cover the area. The patient stated that not any circumstances led to the zapping. The patient noted that the stores make the alarms stronger around the holidays and that could have an effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.